Manufacturer narrative:
Additional information: d9, h3, h6 and h10 the device was received for evaluation. A pressure leak test was performed on the sample and a leak was detected at the back of the filter. The reported condition is verified. Visual inspection of the sample showed that there is a crack on the housing of the filter. The crack is the cause of the observed leak. The cause of the crack was due to a transportation issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Facility name: (B)(6). Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the end of priming with a prismaflex st150, an external dialysate leak (rinse water) was observed on the floor. There was no patient involvement. No additional information is available.